Event description:
It was reported that a patient experienced peritonitis due to reuse of unknown baxter disposables, while performing peritoneal dialysis (pd) therapy. The patient was hospitalized for the event for 3 days. The patient was treated with vancomycin and rocephin (doses, frequencies and route not reported) for peritonitis. At the time of this report, the patient had not yet been retrained. The patient was recovering from the peritonitis event. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.